Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During the procedure the physician noticed a pericardial effusion post ablation. The pulmonary vein isolation ablation was performed and the physician ablated in the coronary sinus as well. They stated that post ablation, the physician was using intracardiac echo to do a final assessment before removing all catheters. The pericardial effusion was diagnosed via intracardiac echo. The physician called in another interventional cardiologist to give a secondary opinion. A pericardiocentesis was performed by the physician and 75 ml of fluid was pulled from the patient. The patient was stable at the time of the call and was transferred to intensive care unit for observation. Max wattage used was 50. Total lesions was unknown. Total ablation time was 48 minutes and 15 seconds. Total fluid was 71231 ml. The adverse event was discovered during, post ablation. Physician¿s opinion on the cause of this adverse event was unknown, possible coronary sinus ablation. Outcome of the adverse event was effusion, pericardiocentesis, 75 ml pulled from patient. Patient went to intensive care unit for observation. Transseptal puncture was performed. No evidence of steam pop. The event occurred post ablation. Irrigated catheter was used in the event, the flow setting was high flow. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were dashboard, vector, visitag. Visitag module was used, parameters for stability used was 2.5mm, 3sec, and 25% at 3 grams. Additional filter used with the visitag was surpoint and tag index.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-mar-2023. The device evaluation was completed on 22-mar-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The report is assessed as reportable under the ablation catheter ¿thermocool® smart touch® sf bi-directional navigation catheter¿. The octaray catheter was provided in the 3500a initial as ¿octaray catheter¿ under d10. Concomitant medical products and therapy dates. On 19-apr-2023, clarification was received on the extra device returned stating, ¿the octa,lng,48p,3-3-3-3-3,d-curve / d160903 was probably sent back as part of the patient complication.¿ therefore, the octaray product information was updated to octa,lng,48p,3-3-3-3-3,d-curve in the d10. Concomitant medical products and therapy dates. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).